Event description:
It was reported that a clear, foreign liquid came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle after placing the needle. The following information was provided by the initial reporter: "the direct consumer listed below is looking to submit a complaint regarding issues with insulin injection. They mentioned they identified a clear concerning liquid post needle placement. The consumer has reached out to distributor and the distributor advised to contact bd for investigation."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that a clear, foreign liquid came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle after placing the needle. The following information was provided by the initial reporter: "the direct consumer listed below is looking to submit a complaint regarding issues with insulin injection. They mentioned they identified a clear concerning liquid post needle placement. The consumer has reached out to distributor and the distributor advised to contact bd for investigation."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 17nov2023. H6: investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as medical grade silicone used for lubrication and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that a clear, foreign liquid came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle after placing the needle. The following information was provided by the initial reporter: "the direct consumer listed below is looking to submit a complaint regarding issues with insulin injection. They mentioned they identified a clear concerning liquid post needle placement. The consumer has reached out to distributor and the distributor advised to contact bd for investigation."